Event description:
The device was used during an unknown procedure. It was reported by the rep. The device had a leakage and it broke. There was no consequence to the pt.

Manufacturer narrative:
D;6 device returned with no lot identification.